Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed it was due to the internal charge coupled device cable moving unsmoothly due to influence of stress on the insertion tube or the moisture that entered from the leaking point. It could also be presumed that the event was caused by further angulation caused by damage on the charge coupled device cable (misalignment, kink, etc.). The event can be detected/prevented by following the inspection method for the event is described in the operation manual: "important information ¿ please read before use: precaution for disappeared or frozen endoscopic image.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found no image when angulating in down position. The insertion tube (it) bend about 25 degrees off. The charge coupled device (ccd) unit noted to be damaged. The reported issue of "shorts off", image turns on and off was confirmed. Additionally, the following defects/findings were identified during device inspection: the video connector found cracked. Leak test failed when performed on a-rubber due to cut. A-rubber glue found cracked. Low angulation noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "shorts off ". The device image turns on and off. The issue occurred at preparation for use for a therapeutic procedure. No harm was reported. No patient harm, no user injury reported .